Event description:
Customer stated that apheresis department has had intermittent problems of leaking between a carefusion extension set an a blood warmer set since 2010, and had 2 recent leak events during stem cell infusions. No details available for either event except that there was no pt harm and the set was not saved. (This report is for event #1. See report 9616066-2012-00227 for event #2). Customer further reported that during apheresis, the blood coming out of the blood warmer is connected to the ext. Set which then is connected into the pt's central IV access. A drop or two of blood is sometimes noted at the connection of the blood warmer's male luer and the ext. Set's female luer. She has worked in the past with carefusion and (B)(6) of stihler electronics ((B)(6) MFR of the stihler astotube blood warmer set) and was told the issue was due to stack tolerance between the 2 luers. Customer states that no further pt/event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak at female luer connection. The customer stated the set has been discarded and is not available for eval.